Event description:
While patient was undergoing thrombolytic therapy, the angio jet catheter began to unravel in the middle. It appeared that the outer layer sheath began to separate. No further information is available and there was no patient harm. Another catheter was used to complete the procedure.